Manufacturer narrative:
Section d4, primary UDI number: corrected. Section h4 - device manufacture date updated. Manufacturer's investigation conclusion: the reported events of a damaged streamline cable assembly, damaged band vents, a damaged speaker, and clicking noises on the main printed circuit board (pcb) from the power module (serial number: (B)(6) ) were confirmed via investigation of the returned product. The power module returned to the european distribution center (edc) and upon initial inspection, the damaged band vents and streamline cable were noted. When the unit was connected to ac power, a clicking noise was noted to be coming from the main pcb and the speaker was noted to be not functioning as intended. The main pcb, power supply pcb assembly, streamline cable assembly, speaker, and band vents were replaced, and preventative maintenance was performed. The power module passed all functional testing and was returned to the rental pool. The replaced speaker, streamline cable, main pcb and power supply pcb were forwarded to the product performance engineering (ppe) group for further analysis. The speaker was plugged into a known working test fixture and its volume compared to a known working speaker and was observed to be slightly quieter than expected. The damage to the streamline cable was observed. The power supply pcb and the main pcb were placed within a test fixture and it was noted that the main pcb was not receiving power from the power supply pcb and a clicking noise was noted from the power supply assembly. The returned main pcb was inserted into a test fixture functioned as intended, isolating the issue to the returned power supply assembly. The power supply assembly is enclosed and manufactured by a third party, so no further troubleshooting could be attempted. The root cause for the clicking noise was traced to the power supply assembly, and the speaker not functioning as intended was traced to damage to the speaker; however, the root cause for the damaged band vents, streamline cable, speaker, and power supply assembly were not able to be conclusively determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 instruction for use was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. The heartmate 3 instructions for use, section 10, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a4: there was no patient involved. G3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the connection for the battery was defective.